Event description:
At 0730, the pt underwent an l5,s1 anterior retroperitoneal fusion, l4-5/anterior lumbar fusion/posterior bilateral microdecompression l5, s1 pedicle instrumentation and fusion lumbar microdecompression. During mobilization of the lt. Common iliac vein (lciv) 6-8 tributaries were taken between the clips. The clips on the iliac vein started to fall off once the vein was mobilized causing massive hemorrhage. The pt was rapidly transfused; however, resuscitative efforts were unsuccessful and the pt expired.